Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead revision. The right ventricular lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2016. The patient doing well post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4). Please note the correction for reference report number 2017865-2016-03678. Event description should include that the lead exhibited inhibiting pacing.

Event description:
New information on (B)(6) 2016 indicated that the patient presented for lead revision due to pacing inhibition; loss of capture was suspected.